Event description:
It was reported that the patient underwent a gynecological procedure in (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted due to pelvic organ prolapse, grade 3 cystocele, grade 2 rectocele and grade 2 apical prolapse. It was also reported that following insertion the patient experienced erosion, extrusion, infection and recurrence. It was further reported that the patient underwent mesh removal due to erosion of posterior vaginal mesh on (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.